Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of diabetic ketoacidosis.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6) 2020. The patient stated had nausea and vomiting which she initially thought was due to gastroenteritis. It worsened so her mother took her to the emergency room (ER). The cgm displayed 270 mg/dl with a horizontal arrow, but a bg measurement by the ER was 420 mg/dl. She was diagnosed with ketoacidosis and treated with insulin. The ER staff removed and discarded the sensor and the transmitter. At the time of report, the patient was doing well. No data was provided for evaluation. Confirmation of the allegation and a probable cause could not be determined. The reported glucose values fall within the b zone of the parkes error grid. This is being reported due to adverse event and/or medical intervention. No additional patient or event information is available.